Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that during an atrial flutter procedure one of the sheaths broke in the femoral vein of the patient and became stuck. A st jude ultimum sheath was in use. The catheters were withdrawn and the broken portions of the sheath were successfully retrieved. The case was continued after a delay. No medical intervention was required. Bwi products in use were: carto 3 11339, stockert st-3506, coolflow pump 03995, navistar thermocool bni75tcdfh, halo catheter d7t20282rt, quadrapolar catheter f6qa25rt. Reported by (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to correct the adverse event or product problem (see section b1), correct the common device name and provide the device procode (see section d2), correct the manufacturer's city (see section d3), provide the date device was returned (see section d10), correct the initial reporter information (see section e1), correct the health professional information (see section e2), delete the reporter's occupation (see section e3), correct the manufacturer's city (see section g2), update report source (see section g3), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see sectionh3), correct the type of reportable event (see section h3), update the event and evaluation codes (see section h6) and provide the device evaluation results. The device referenced in this report was returned for evaluation. During the evaluation, the device was visually inspected and no physical damage was observed. The device underwent acoustic testing and it passed.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00200) submitted in 2016 did not go through correctly. The type of report section g7 was miskenly marked as "follow-up#2", instead of follow-up#1. Corrections made to following sections: g1, g7, h3, h6, h10.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00200) submitted in 2016 did not go through correctly.